Manufacturer narrative:
This is the 2nd of 2 reports, subject device is not available.

Event description:
It was reported that 1 month post-stenting in the internal carotid artery (ic), thrombus formed within the implanted stent. The thrombus was attempted to be suctioned with a suction catheter without success. Another attempt was made with a stent retriever (subject device) without success. The stent retriever became blocked at the tip of the implanted stent. A trapping technique was performed by surgical operation. There was no residual effect to the patient.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed.the likely root cause of this incident is due to continuous flush not being maintained throughout the procedure. Therefore, a cause code of 'use error' has been assigned to the reported difficulty to withdraw the retriever. Expiration date: added. Manufacturing date: added.

Event description:
It was reported that 1 month post-stenting in the internal carotid artery (ic), thrombus formed within the implanted stent. The thrombus was attempted to be suctioned with a suction catheter without success. Another attempt was made with a stent retriever (subject device) without success. The stent retriever became blocked at the tip of the implanted stent. A trapping technique was performed by surgical operation. There was no residual effect to the patient.